Event description:
Oracle ro (B)(4): it was reported that the device shuts off (during testing). No patient injury was reported.

Manufacturer narrative:
The device was returned to smiths/ICU medical.

Manufacturer narrative:
H10: device evaluation: the device was returned for investigation. Visual inspection and functional tests were performed. The customer reported problem was not related to any previous repair. Visual inspection found the device with the tamper seal intact. There was no evidence of the reported problem recorded in the event history log (unavailable). The customer reported problem was verified/duplicated. There device powered off by itself immediately after powering up. The microprocessor unit board was found to be defective and inoperable, which was the cause of the reported problem. For corrective action the microprocessor unit board was replaced. The root cause of the reported problem was unknown. Product is beyond a year from manufacture date and there was no indication of a manufacturing defect during the investigation, so a device history record review is not required. A service history review identified this device has not been in for service in the previous year and there was no indication of a service issue during the investigation.